Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported 1 pen needle that would not allow insulin thru it during the injection. Verbatim: consumer reported found 1 pen needle that would not allow insulin thru it during the injection. Consumer does not complete flow check. Advised non patient end placement and to complete flow check. Lot # 9353324. Catalog# 320122. Date of event (B)(6) 2021. Sample status awaiting sample"

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported 1 pen needle that would not allow insulin thru it during the injection. Verbatim: consumer reported found 1 pen needle that would not allow insulin thru it during the injection. Consumer does not complete flow check. Advised non patient end placement and to complete flow check lot # 9353324, catalog# 320122, date of event: (B)(6) 2021, sample status awaiting sample."